Event description:
Same case as MDR ID:2134265-2015-03185. Reportable based on device analysis completed on (B)(4) 2015. It was reported that insertion difficulty occurred. The target location was located in the liver. A 0.038 non-bsc angiographic catheter was inserted over a 0.035 non-bsc guide wire for angiography. After performing angiography, a 105/3.0/2.5/.021/20 renegade¿ microcatheter was then selected for transarterial chemo embolization (tace). However, the renegade could not be inserted through the 0.038 non-bsc angiographic catheter. The renegade was removed and another renegade device of the same size was inserted, but the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed peeling/flaking of the catheter coating.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An inspection was completed of the catheter shaft for any defects and no kinks/bumps/defects were detected. A 0.018 inch guidewire was inserted with no issue. A leak test was performed and no occlusions/blockages/leaks were detected. A coating confirmation test was completed and some peeling/flaking of the coating was noted at 54.5cm from the proximal end of the device. This can indicate that a flush was not performed prior to removal of the device from the hoop or throughout the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Conclusion codes (B)(4). Device evaluated by MFR.: the most probable root cause has been determined to be use/user error as the dfu recommends that the microcatheter be used with a guiding catheter with a minimum internal diameter of 1.1mm (0.042in). Therefore the 0.038 in guiding catheter is incompatible with the microcatheter. Excessive force used in attempting to insert the microcatheter into the guiding catheter most likely caused the damage to the coating. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03185. Reportable based on device analysis completed on 30apr2015. It was reported that insertion difficulty occurred. The target location was located in the liver. A 0.038 non-bsc angiographic catheter was inserted over a 0.035 non-bsc guide wire for angiography. After performing angiography, a 105/3.0/2.5/.021/20 renegade microcatheter was then selected for transarterial chemo embolization (tace). However, the renegade could not be inserted through the 0.038 non-bsc angiographic catheter. The renegade was removed and another renegade device of the same size was inserted, but the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed peeling/flaking of the catheter coating.